Event description:
It was reported that the procedure was performed to treat a lesion in the chronic total occlusion in the right coronary artery (rca). It was reported that during the procedure, the chronic total occlusion (cto) made it difficult to find the vessel lumen. An infiltrac plus guide wire was used and a dissection occurred. An unspecified stent was implanted as treatment. Post procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
There was no reported device malfunction, and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in electronic instructions for use (eifu) guide wire hi-infiltrac, cto, as a known patient effect of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to circumstances of the procedure as an unspecified stent was implanted to treat the dissection. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.